Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements high out of range for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed troubleshooting options as well as electromagnetic interference (emi) from electrocautery equipment as a suspected cause. This crt-d remains in service. No adverse patient effects were reported.